Event description:
It was reported that a pt was diagnosed with an infection following her pump and catheter implantation in 2006. Per the reporter, a nurse had stated "it looked like something was coming out of" the pt. The pt was hospitalized for six days. She received two (2) "ivs full of antibiotics." The reporter also stated that the pt discovered she was not able to walk and reviewed this with her surgeon. The pt was transported home via an ambulance. The pt returned to her neurologist later and was prescribed another round of antibiotics (oral medication). The pt returned again a week later and was prescribed another of antibiotics. Per the reporter, no diagnostic testing was done to determine the issue with her not recovering her ability to walk. It was further stated that the pt had not been able to walk since the implantation. Per the reporter, the pt had not called to report these adverse events in 2006 because she did not know she could. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).